Event description:
It was reported during a sternotomy with bleb resection while using the tct75 the linear cutter jammed during the resection of the bled. The linear cutter would not fire. A new tct75 was pulled to complete the case. There was no consequence to the pt.